Event description:
It was reported that an aortic root thrombus was noted on transthoracic echocardiogram (B)(6) 2025 during routine clinic visit. Read as ¿mobile echodensity demonstrated in the left sinus of valsalva most likely consistent with aortic root thrombus measuring 11x6mm.¿ the patient endorsed fatigue at the clinic visit 28oct25 but this was attributed to their severe depression leading to the patient to stop taking all of their prescribed medications. No dizziness, chest pain, or syncope. This patient had a history of significant mental health concerns. They had intermittent times when they would forget to take their prescribed warfarin, however for the month leading up to the visit (B)(6) 2025 the patient stopped all their medications, including warfarin. International normalized ratio (inr) had been in goal at the visit 1 month prior. At this visit their inr was low at 1. There were no pump changes at the time. Additionally, the patient refused admission to evaluate the aortic root thrombus more when it was identified (B)(6) 2025 and ultimately was sent home with lovenox bid in addition to his warfarin. The thrombus looked stable to slightly smaller on an echo 1 week later (B)(6) 2025 and again stable to slightly smaller on (B)(6) 2025. On (B)(6) 2025 the thrombus looked larger (22mm x 10mm) and a chest CT was obtained same day which showed: 1. ¿on early arterial phase imaging, heterogeneous mixing of contrast within the aortic root sinuses, which fills in almost entirely on the delayed phase imaging, findings suggestive of stagnant flow in the sinuses. No persistent filling defect to provide CT evidence for mature thrombus. However, fibrin strands can be permeable by CT contrast and cannot be excluded, particularly in light of the persistent, replicable abnormality that has been present on recent echocardiography examinations. 2. Tiny linear filling defect on the delayed phase imaging at the anterior midportion of the right sinus, possibly a tiny strand of fibrin or thrombus but possibly artifactual. 3. Widely patent, unobstructed appearance of the right and left coronary origins. 4. Widely patent, uniform caliber of the lvad cannula. Circumferential hypodensity along the periphery of the cannula lumen which may represent the inner cannula. However, slightly eccentric anterior thickening along the superior aspect of the cannula which prevents exclusion of subtle mural thrombus. Given the patient refused admission for treatment when the thrombus was first identified, the patient was sent home with bid lovenox until warfarin could be therapeutic with frequent inr monitoring. There was still concern that the patient wasn¿t taking medications as prescribed due to their mental health as they were noted to have persistent subtherapeutic inr levels. We also discussed transition to eliquis which they refused initially but then did transition on (B)(6) 2025. The patient just started taking their medications consistently starting the beginning of (B)(6) 2026 to treat the aortic root thrombus. The thrombus was still present on last echocardiogram (B)(6) 2026. This patient had previously elected to be dnr status but was feeling better and requesting assistance with mental health services to work towards becoming a transplant candidate again. The plan was to continue to monitor the thrombus and encourage consistent medication adherence.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.